Event description:
Per sales rep, the hub was defective, there was a crack in the hub. The crack was noted just as it was removed from the packaging. It was visually noted prior to being prepped or used in the pt. There was no damage noted to the packaging. Cyphers are stored on a shelf right outside the lab. They are not in extreme temperatures or in direct sunlight.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.